Event description:
It has been reported to philips that the wireless footswitch was defective. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During on-site visit, a philips field service engineer (fse) inspected the system and confirmed that footswitch was defective. The fse replaced the wireless foot switch and the wireless base station. Part failure analysis was performed on the wireless base station (wbs); and confirmed a connection issue with wireless footswitch (wfs). Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. The connection issue has been resolved by replacing the wireless foot switch and wireless base station, and the system has been returned to use in good working. As the wfs and wbs has already been replaced no further implementation of medical device correction (2021-igt-pun-011) is required. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.